Event description:
It has been reported to philips that the allura xper fd10 system could not turn on. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up and determined that there was malfunction with the host pc. Review of the system log showed that flex pc malfunction. The fse reseated the host and ip pc cables, after reseat the system was returned to use in good working order. Fse advice to replace host pc if it happens again. The codes were updated based on the investigation outcome.